Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a shock for suspected atrial fibrillation (af) with rapid ventricular response. It was further reported that the episode was during a port placement procedure where the heart may have been ¿tickled¿. It was also noted that the right atrial (ra) lead was undersensing. The device and lead remain in use no further patient complications have been reported as a result of this event.